Manufacturer narrative:
Analysis of the pump found a gear train anomaly of the motor with corrosion and-or wear and-or lubrication. Analysis also found a gear train anomaly of the motor with a stall due to shaft-bearing.

Event description:
A confirmed motor stall was noted in the event logs on (B)(6) 2015 at 1810 with no motor stall recovery. The patient was taking a nap at the time of the stall. The patient experienced ¿tighter feet¿ which was not the way they used to be. In the middle of the night, on (B)(6) 2015, the patient began to experience a gradual onset of breathing issues which was becoming worse. On (B)(6) 2015, the patient heard the pump critically alarming and contacted the physician. Per the reporter, the pump motor had stalled on (B)(6) 2015 at 1256 and recovered at 1415. Another motor stall had occurred on (B)(6) 2015 at 0817 and recovered at 0904. It was unknown if these two stalls were related to an MRI (magnetic resonance imaging). The pump was refilled on (B)(6) 2015 and again on (B)(6) 2015. Per the reporter, the physician was planning to replace the pump in the afternoon of (B)(6) 2015 if the patient was stable. On (B)(6) 2015, additional information indicated that the pump was replaced on (B)(6) 2015 and therapy was restored on the same dose. The patient¿s recovery was ¿well¿ and tone was under control. On (B)(6) 2015 the healthcare provider reported that there was only one motor stall noted in the logs and the cause was unknown. The pump was used to deliver lioresal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.